Event description:
It was reported that the camera head was not recognized by processor. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Please see also section d8, d9, g2, g3, h2, h3, h4, h6 and h10 for updates. The device was returned to olympus for evaluation and the customer's allegation was confirmed and determined the following cause: due to disconnection in cable unit, the endoscopic image cannot be displayed. No new failure events were identified during the inspection. A device history review - DHR was completed, and no issues were identified. Based on the results of the investigation, the most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device has not been returned by the customer to date. The investigation is ongoing. A supplemental MDR will be submitted upon completion of the investigation or if additional information is received.

Event description:
It was reported that the camera head was not recognized by processor. The issue occurred during preparation for use. There were no reports of patient harm.